Event description:
The reporting caregiver was doing blood on her patient and had no issues for the first like 75%. She went in the room after about 1.5hrs of the blood running because she heard a beep. My pod partner was already in the room getting out an air bubble, which is rare for blood tubing but I've seen it happen before, so she didn't think much of it. What the reporting caregiver did notice was that the blood in the tubing looked super diluted. She traced it up to the bag and the bag looked overfilled and diluted but if you trace the tubing closer to the patient it didn't look diluted. Making sure to check her clamp on the ns [normal saline] side and the clamp was in place and didn't appear to have any issues. She finished what was left of the blood and put on my flush and a couple mins later she goes back in because it beeping air in line. Somehow the ns bag ran completely dry. So, while the blood was infusing, despite being clamped the ns was back priming into my blood bag. Even her pod partner traced the lines when she was in the room and saw that the ns was clamped.